Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect code 2645.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was identified prior to use. A different pump was used after the error occurred. The event occurred on or about (B)(6) 2020.

Manufacturer narrative:
One medfusion pump was received with the bottom case cracked by the l-bracket and missing a rubber foot. The event history log was reviewed and there was a force sensor test message. The power up process and a check and test of the force sensor were conducted. The force sensor values were slightly out of specification. With 0 pressure, the count was 16 (should be in the 30s), value= 0.00 lb, 5= 4.48 lb, 15= 14.76 lb. The force sensor was out of calibration as a result of normal use/wear. The pump is over 8 years old. The force sensor will be replaced and recalibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure force sensor error. There was no reported adverse event.